Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a zero p case, the surgeon was inserting the locking screws when the thread or parts of the thread came off the screws. The pieces were very small and could be barely seen. The surgeon opted to keep the screws in place inside the patient after locking it to the implant. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.